Event description:
It was reported during implant procedure that the right ventricular lead exhibited a failure to capture. The lead was successfully exchanged. The patient was stable and asymptomatic.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece for evaluation. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing and dimensional analysis of the connector boot was measured within the product specifications. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.